Manufacturer narrative:
Restraint straps were caught in the height adjustment racks when raising the cot.

Event description:
It was reported by service report that the restraints had cuts in them from getting caught in the height adjustment racks. No pt involvement or adverse consequences are reported.